Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery alarm after dropping insulin pump on the ground. Customer was not able to get the battery out of pump and stated that battery was pushed down further than it should be. Customer's blood glucose was 49 mg/dl, which was treated with fruit and juice. After troubleshooting, customer was advised that insulin pump would need to be replaced.